Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding, and a correlation to the device could not be conclusively determined. The patient remains ongoing on pump support with no further bleeding related issues. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3.5 months. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the home health nurse on (B)(6) 2016 that the patient experienced dark stools and malaise, and that the hemoglobin had decreased to 7.8 g/dl. The patient's daily anticoagulation regimen included coumadin and 81mg of aspirin. Upon admission to the hospital, the patient's hemoglobin was 6.9 g/dl, hematocrit was 22%, pt was 15.9 seconds and the inr was 1.5. On (B)(6) 2016, the patient received two units of packed red blood cells for treatment. Push enteroscopy results were normal, and did not reveal any etiology for the anemia. The patient was discharged on (B)(6) 2016 and continued on aspirin and coumadin for anticoagulation therapy. An outpatient colonoscopy and possible small bowel capsule endoscopy were to be scheduled post-discharge. Additional information was requested but was not provided.